Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was unable to advance in the catheter. Multiple attempts were made to position the lead, but ra lead failed to separate from the catheter. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of the lead wasn¿t coming out of the introducer was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find any anomalies. The lead was able to be inserted/removed from introducer with no restrictions.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was unable to advance in the catheter. Multiple attempts were made to position the lead, but ra lead failed to separate from the catheter. The ra lead was removed and replaced. The patient had no adverse consequences. Protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.